Manufacturer narrative:
The device was received with missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. The device passed the rewind test, prime or seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 35 mg/dl. The customer treated low blood glucose value with food. Based on customer¿s report customer did not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer was using the insulin pump within 48 hours of low blood glucose event was reported. Customer reported that the reservoir did not lock in place. Customer experienced symptoms such as shaking, sweating, anxiety, mental confusion, belligerence, inability to follow simple commands, weakness and fatigue. Insulin pump was not on auto mode. Customer reported that insulin was dripping at the end of set. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.